Manufacturer narrative:
A non sterile opta pro 8.0mmx4cm, 80 cm was received coiled and inside a bag. The balloon appears as if it had been inflated and deflated, half of the balloon was detached and it was received like accordion and presents a radial burst as well, the remaining balloon in the shaft has a "t" burst. The detached part of balloon includes the tip. No markerbands were included with the device. No other anomaly was observed in the returned device. The balloon remained measures 2.6cm and the detached measures 3cm. Ruler (B)(4) calibration due date 2009/(B)(6). A scanning electron microscope was performed to the balloon and the balloon external surface exhibited evidence of abrasions. The sample exhibited no evidence of internal surface damage. Minimal delamination could be observed along the tear edge; however this is a common surface characteristic for this failure mode. The innerbody presented evidence of the marker bands being attached; however the marker bands were not found in the received sample. The balloon leakage functional test could not be performed due to balloon condition. In addition it was measure the proximal seal od to verify if fits in the csi 6fr. The proximal seal od measured 1.93mm. Proximal seal od spec: od</=2.0mm per (B)(4). Lasermike (B)(4) calibration due date (B)(6) 2010. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported balloon burst and separation were confirmed. It is likely the procedural factor could contribute with the reported failure due to it was applied higher pressure in the balloon than applicable rbp of 10 atm, it was around 18 atm. Neither the product analysis nor the manufacturing records review suggests that the failures experienced by the costumer could be related to the manufacturing process. In addition, controls are in place to inspect 100% for balloon damage and leakage before leaving the facility. (B)(4). Action taken: no corrective or preventive action will be taken; given that, the reported failure does not appear to be related to the manufacturing process. The balloon showed evidence of abrasions on the outer surface that would imply there were vessel characteristics that may have contributed to the event. However, procedural factors may have also contributed to the reported event.

Event description:
During angioplasty of an av fistula the physician inflated the 8mm x 40mm opta pro balloon beyond the rbp to 18atm and the balloon ruptured. Upon attempted removal of the ruptured balloon through the 6fr brite tip sheath, the distal half of the balloon ripped and became detached from the catheter. The physician had to make an incision over the site to remove the detached portion of the balloon from the patient's vein via an incision in the vein. There was no adverse patient outcome.